Event description:
It was reported that this right atrial (ra) lead exhibited pacing impedance measurements of less than 200 ohms. It was noted that this had been observed since the device changeout procedure approximately a year ago. Noise and oversensing were observed which resulted in inappropriate atrial tachy response episodes. Loss of capture and undersenslng were observed and the ra electrogram was noted to be flat. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).